Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced loss of glucose readings after placing the ilet on the charging pad, followed by repeated dexcom g7 continuous glucose monitor (cgm) pairing failures on the ilet despite replacing the sensor and receiving alarms for pairing failed, sensor reconnecting, and dosing stops soon; the issue was characterized as intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna component. The user experienced a blood glucose peak of 211mg/dl after a recent meal with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the ilet and dexcom g7, consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.